Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. The patient's anatomy was tortuous. A regular versacross trans-septal system was advanced for trans-septal puncture, however due to the tortuosity, the physician advanced a watchman fxd curve access system (was) over the versacross. While attempting maneuvers, prior to crossing the septum, the versacross wire perforated the superior vena cava and a pe developed. A pericardiocentesis was performed and dull colored blood was removed. The was was removed from the patient and the procedure was aborted. The patient has fully recovered and been discharged.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was being performed. The patient's anatomy was tortuous. A regular versacross trans-septal system was advanced for trans-septal puncture, however due to the tortuosity, the physician advanced a watchman fxd curve access system (was) over the versacross. While attempting maneuvers, prior to crossing the septum, the versacross wire perforated the superior vena cava and a pe developed. A pericardiocentesis was performed and dull colored blood was removed. The was was removed from the patient and the procedure was aborted. The patient has fully recovered and been discharged. This event was further reviewed by a member of the boston scientific medical safety team and assessed that the baylis wire is noted to have caused the svc perforation and not the watchman device, therefore this complaint is withdrawn.

Manufacturer narrative:
B5: correction added. H6: patient codes corrected from cardiac perforation and pericardial effusion to no clinical signs symptoms or conditions. H6: impact code corrected from additional device required to no health consequence or impact.